Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The inserter fork was returned for evaluation and the tip appeared to be asymmetrically and excessively bent open. Investigation found the surgeon was able to reconnect the cage several times, indicating proper function of the inserter fork. Per the technique guide, the surgeon is instructed to expand the cage, confirm final placement via fluoroscopy, and then remove the inserter. The technique used in this case deviated from the recommended technique in a way that increases the risk of implant migration. It cannot be determined if the fork was over-bent before the cage was inserter or as a result of this technique deviation . The exact cause of the reported issue cannot be determined.

Event description:
It was reported that a caliber cage was implanted, the inserter removed, and then required adjustment. The surgeon attempted to recapture the cage with the caliber inserter but was not successful. On the surgeon's final attempt to capture the cage, the cage advanced through the anterior longitudinal ligament. An intraoperative CT scan revealed the cage was anterior to the l4 vetebral body. The surgeon decided to place another cage. A revision was required 4-days post-operatively to remove the initial cage.